Event description:
Information received by medtronic indicated that the insulin pump had a multiple error alarms. It was reported that the insulin pump display is scratched and hard to read. It was also reported that motor was slower. Also pump forced to rewind multiple times. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.